Manufacturer narrative:
This report is submitted on december 12, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient experienced a wound dehiscence in (B)(6) 2017.